Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the icp express cable was suspected to be broken before the procedure; however, it was completed with the same product. After the procedure, the physician checked the connection and there was no problem. The physician commented that it was because it got wet. No patient injury reported and surgical time was extended more than 30 minutes. No further information was provided.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a